Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving lioresal (2,000 mcg/ml at an unknown dose) via an implantable pump. The pump's indications for use were listed as intractable spasticity and stroke. It was reported that there was a catheter revision in 2004. No symptoms or additional information were provided regarding the revision. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.